Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsverse¿ 3l 8c system w/acc kit sheath that was under pressure sprayed outside of instrument. The following information was provided by the initial reporter, translated from french to english: we have a problem with our facsverse, when we do a daily clean or a monthly clean, the needle does not suck the solution (facsclean) into the tube but on the contrary it spits out a liquid which makes the tube overflow. Was the leak contained within the instrument? No was the leak in a customer accessible location? Yes what was the fluid that leaked? Sheath if so was there leaked fluid in under pressure?yes what is the source of leak -- waste line or non-waste line?non waste line if waste line, whether it is mixed with bleach or contamination?no was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak? No

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 2916837-2021-00066 was sent in error. It was confirmed that there was no spray, the leakage of non-biohazard (ethanol, sheath fluid) was under no pressure, therefore this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd facsverse¿ 3l 8c system w/acc kit sheath that was under pressure sprayed outside of instrument. The following information was provided by the initial reporter, translated from french to english: we have a problem with our facsverse, when we do a daily clean or a monthly clean, the needle does not suck the solution (facsclean) into the tube but on the contrary it spits out a liquid which makes the tube overflow. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. If so was there leaked fluid in under pressure?yes. What is the source of leak -- waste line or non-waste line?non waste line. If waste line, whether it is mixed with bleach or contamination?no. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.